Event description:
An article published by the journal of vascular surgery, 2012.08.068 "the outcome of failed endografts inserted for superficial femoral artery occlusive disease". Mare m. A. Lensvelt, md, a bahar golchehr, md, a rombout r. Kruse, md, b suzanne holewijn, phd, a laurens a. Van walraven, md, c wilbert m. Fritschy, md, phd, b clark j. Zeebregts, md, phd, d and michel m. P. J. Reijnen, md, phd, a arnhem, zwolle, sneek, and groningen, the netherlands. Gore contacted the author for additional information. It was reported that pt #3 required intervention one day post op. Additionally, it was reported the pt was treated by catheter based chemical thrombolysis. No lot number information was provided.

Manufacturer narrative:
Literature article - "the outcome of failed endografts inserted for superficial femoral artery occlusive disease".